Event description:
It was reported that during an open pancreas resection, the device was not activated with the hand switch. Besides, the device was sometimes activated without pressing the hand switch and foot switch when the device was put on the (B)(6) table. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Circuit the device was returned in good condition. The device was tested with a generator and the device did not activate when either the max or min buttons were pressed. No continuous activation was observed during testing. The device was disassembled and damaged was found to the flexible circuit, in the form of moisture under the switch dome assembly